Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0208049938, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8785, lot# 0205127379, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who resided in (B)(6) who was being treated with baclofen intrathecal (type, dose, concentration, and lot number not provided). The patient's indication for use, medical history, or concomitant medications was not provided. The patient experienced an infected wound in the abdomen, specifically in the right lower quadrant. As a result, it required a removal of the baclofen pump and catheter on (B)(6) 2015. The problem occurred preoperatively and action taken as a result of the event was invasive intervention. There was no injury or death. Additional information has been requested, but it was not available at the time of this report.

Event description:
On (B)(6) 2016 information was received from the representative who reported tha the indication for use of the implanted system was for pain. No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was received from a manufacturer representative who reported the infected wound had been resolved. No other information regarding symptoms, cause of the infected wound, or implant date was reported. On (B)(6) 2015 additional information was received from a company representative noting that there was no determined defect of the device. It was also noted that the pump implant date was (B)(6) 2015 and the "bbd" was (B)(6) 2016; which was different from the originally reported (B)(6) 2015. No further information was provided.

Manufacturer narrative:
The pump was delivering baclofen 500 mcg/ml at a dose of 59.92 mcg/day. The returned pump was analyzed and there were no anomalies found. The pump met specification through analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.